Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager read the refrigerator door as open even though it was closed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager was not reading as closed. Upon arrival at the station, the field service engineer noticed that the device chassis had a gap from the door hasp. The field service engineer adjusted the chassis to close the gap and ensure it was closed correctly and verified that the device was able to close correctly using the diagnostics tool. The system functioned as intended after the field service engineer repaired the device.